Manufacturer narrative:
(B)(4): eval results - a work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
It was reported that the tech micl12.6 implantable collamer lens was implanted on (B)(6)2007 and the lens was extracted on (B)(6)2010 due to the development of a cataract. The incision was enlarged, an iol was implanted and a 10.0 nylon suture closed the wound.